Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 12281215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, weight decreased, vaginal discharge, vaginal itching, yeast infection, chronic eczema, hypertension, abdominal pain, benign essential hypertension, vaginal burning sensation, urine odour foul, pollakiuria, pelvic pain, lumbar pain, painful intercourse, pelvic pain, vaginal delivery, dyspareunia, discomfort, nabothian cyst, secondary dysmenorrhea, multigravida, parity 4 and multiparous. Previously administered products included for an unreported indication: phentermine, metronidazole and naprosyn. Concurrent conditions included hyperlipidemia, vaginitis, urinary tract infection, back pain, dysuria, cardiac arrhythmia, abnormal weight gain, headache, lower abdominal pain and nitrite urine present. Concomitant products included nsaids, paracetamol (acetaminophen) and phentermine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("migration of essure device location device: uterine cavity/ coil in endometrial canal"), genital haemorrhage ("general abdominal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), anxiety ("psych injury / psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("depression") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia, vaginal infection, depression, urinary tract infection and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleeding, migration. Confirmation test? No. (As reported) weight: 259 lbs as per mr, discrepancy noted in date of insertion: (B)(6) 2005. Left tube 2 coils viewed, and right tube 12 coils viewed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: impression: examination confirms tubal occlusion; on (B)(6) 2020: there is a single right and a single left radiopaque fallopian tube closure device identified. The uterus is of normal shape. No filling defects are noted. Both fallopian tubes do not fill with contrast secondary to the existing closure devices. Note is made of the intimate association of the left fallopian tube closure device with the uterine cornua. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Lot number:12281215, manufacturing date:2005/08, expiration date:2007/02. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion, pelvic pain, device dislocation, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information, medical history, lab data, auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 12281215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids, paracetamol (acetaminophen) and phentermine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("migration of essure device location device: uterine cavity"), genital haemorrhage ("general abdominal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), anxiety ("psych injury / psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("depression") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia, vaginal infection, depression, urinary tract infection and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleeding, migration. Confirmation test? No. (As reported). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Lot number:12281215, manufacturing date:2005/08, expiration date:2007/02. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 12281215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids, paracetamol (acetaminophen) and phentermine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("migration of essure device location device: uterine cavity"), genital haemorrhage ("general abdominal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), anxiety ("psych injury / psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("depression") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia, vaginal infection, depression, urinary tract infection and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleeding, migration. Confirmation test? No. (As reported). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received. Reporter information updated. New events "abnormal bleeding (vaginal, menorrhagia), depression infection (bladder/ urinary tract/vaginal) type: vaginal/urinary tract, weight gain" were added. Psych injury was updated as psychological or psychiatric problems condition: mental anguish. Event device migration was updated as partial expulsion. Lot number added. Case category was downgraded to non serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleeding, migration. Confirmation test? No. (As reported). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-sep-2019: reporter details updated and patient demographics were added. Updated essure indication. On (B)(6) 2015, she implanted essure (previously reported (B)(6) 2005). Injury event was replaced with pelvic pain /abdominal pain, general abnormal bleeding, psych injury, migration. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.